Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the top (moveable) jaw broken off of the device? Yes. Did the I-blade break off of the device? No. How long was the procedure delayed due to this issue? No delay. Did the electrode or ceramic on the lower non-moveable jaw break off of the device? No.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested

Event description:
It has been reported that during an unknown procedure, the scissors got physically broken. The tip of the device got detached and fall nto the patient. The piece was retrieved inside the patient. The procedure has been delayed and the surgery team was stressed because of the circomstances. No harm to the patient.